Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Information was reported that the patient has been having problems with his controller. He stated he was having a problem locating his ins, but after a few attempts it was finally able to locate his ins. He stated this morning while charging he noticed the screen just went blank and he could not see anything at all. The stated the light contest was set on high and it was still dim. The patient confirmed that this has been resolved. The patient then mentioned he has group a and group b and both groups have adaptive stimulation (as). The patient stated he stays on group a more often but when he is active he changed to group b. The patient stated he changed his stimulation to 5.2 for program 1 and 2 on group b, but when he went back it showed the stimulation went back to 3.8 and 4.0. It was reviewed how as can possible effect this and reviewed with him way to change it permanently. The patient did not like the response that he has to be in the certain position for at least five minutes and so the patient was walked through turning off as per the patient's request. The patient confirmed this has resolved what he wanted. The patient called back about questions with the as feature on/off for all groups/programs or not. The patient stated since calling in they were not working as expected. The agent worked with the patient to check reclining settings for a program 1 should be at 3.0 and 2 should be at 3.0 active should be 4.6 and 5.1. B programs 1 and 2 should be similar. It seemed like the settings were not where he wanted them, the patient was asked to stay in position for 4 or 5 minutes and saved his preferences. At the conclusion of the call the patient confirmed they were working as expected. No further complications were reported. No additional patient symptoms were reported.